Event description:
The customer reported via phone call that there was resistance when pushing insulin with the plunger on their reservoir. The customer also reported insulin was dripping out of the reservoir. The customer also reported experiencing high blood glucose. Customer's blood glucose rose to 273 mg/dl. The customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.